Event description:
Manufacturing in-house testing of the device indicated that the pump free-flows into the collection bag and the patient line. The original customer complaint was that in set-up, the device would not pump. There was no patient involvement.